Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5038963) on 31-oct-2014. The most recent information was received on 19-jun-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing feeling/cramping pelvic pain that radiates down the leg/pressure cramping pain all the time/horrible pain/severe pain/pain") in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/ did surgery to insert the implants and gave me an ablation at the same time". The patient's past medical history included leukemia myeloid, thyroid cancer, anemia and vaginal delivery. Concurrent conditions included vaginal bleeding, menorrhagia, tooth disorder, fatigue, nausea, bloating, paratubal cyst, squamous cell metaplasia, cervical dysplasia, cervical intraepithelial neoplasia, uterine synechiae and chronic salpingitis. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("patient has a poking feeling; that has gotten worse over the years/uncomfortable feeling of that device"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("a lot of depression due to the severe pain/with the severity of the pain yes I was getting depressed"), impaired work ability ("not being able to do some of the things that I enjoy in life"), rash ("different types of skin rashes/rashes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)/painful periods(cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), irritability ("irritation"), lip swelling ("tongue and lips would swell up"), swollen tongue ("tongue and lips would swell up"), stress ("stress of not feeling well"), malaise ("not feeling well"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain"), pain in extremity ("legs pain"), arthralgia ("hip pain") and procedural pain ("pain from the beginning/pain after the device was implanted"). The patient was treated with surgery (bilateral partial salpingectomy and removal of essure devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, medical device discomfort, vaginal haemorrhage, menorrhagia, depression, impaired work ability, rash, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, alopecia, irritability, lip swelling, swollen tongue, stress, abdominal pain lower, uterine pain, pain in extremity and arthralgia outcome was unknown. The reporter provided no causality assessment for medical device discomfort and pelvic pain with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, dysmenorrhoea, fatigue, impaired work ability, irritability, lip swelling, malaise, menorrhagia, nausea, pain in extremity, procedural pain, rash, stress, swollen tongue, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; in (B)(6) 2005: total bilateral occlusion. On (B)(6) 2015 hysterosalpingogram revealed, the uterine contour and cavity is markedly irregular and ill-defined. Coil position, satisfactory placement- the proximal end of the inner coil is in the tube <30mm from the uterine cornu (type 2). Occlusion: satisfactory occlusion-the tub< is occluded t the cornu (type 1). Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-jun-2017: pfs and medical record received. Lot number and reporter's information was updated. Events added: abnormal bleeding, (vaginal, menorrhagia), a lot of depression due to the severe pain and not being able to do some of the things that I enjoy in life, different types of skin rashes, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), fatigue, hair loss, device monitoring error, lower abdominal pain, uterus pain, legs pain, hip pain. Concomitant diseases and lab data were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. This event, interpreted as pelvic pain was considered serious as medically significant and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, although limited information was provided, a causal relationship with the suspect insert cannot be excluded. This case was regarded as non-incident, as although required intervention was selected as event outcome consumer did not specify it. In addition non-serious were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5038963) on 31-oct-2014. The most recent information was received on 05-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing feeling/cramping pelvic pain that radiates down the leg/pressure cramping pain all the time/horrible pain/severe pain/pain") in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/ did surgery to insert the implants and gave me an ablation at the same time". The patient's past medical history included leukemia myeloid, thyroid cancer, anemia and vaginal delivery. Concurrent conditions included vaginal bleeding, menorrhagia, tooth disorder, fatigue, nausea, bloating, paratubal cyst, squamous cell metaplasia, cervical dysplasia, cervical intraepithelial neoplasia, uterine synechiae and chronic salpingitis. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("patient has a poking feeling; that has gotten worse over the years/uncomfortable feeling of that device"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("a lot of depression due to the severe pain/with the severity of the pain yes I was getting depressed"), impaired work ability ("not being able to do some of the things that I enjoy in life"), rash ("different types of skin rashes/rashes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)/painful periods(cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), irritability ("irritation"), lip swelling ("tongue and lips would swell up"), swollen tongue ("tongue and lips would swell up"), stress ("stress of not feeling well"), malaise ("not feeling well"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain"), pain in extremity ("legs pain"), arthralgia ("hip pain") and procedural pain ("pain from the beginning/pain after the device was implanted"). The patient was treated with surgery (bilateral partial salpingectomy and removal of essure devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, medical device discomfort, vaginal haemorrhage, menorrhagia, depression, impaired work ability, rash, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, alopecia, irritability, lip swelling, swollen tongue, stress, abdominal pain lower, uterine pain, pain in extremity and arthralgia outcome was unknown. The reporter provided no causality assessment for medical device discomfort and pelvic pain with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, dysmenorrhoea, fatigue, impaired work ability, irritability, lip swelling, malaise, menorrhagia, nausea, pain in extremity, procedural pain, rash, stress, swollen tongue, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; in august 2005: total bilateral occlusion on (B)(6) 2015 hysterosalpingogram revealed, the uterine contour and cavity is markedly irregular and ill-defined. Coil position, satisfactory placement- the proximal end of the inner coil is in the tube <30mm from the uterine cornu (type 2). Occlusion: satisfactory occlusion-the tub< is occluded t the cornu (type 1). Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. This event, interpreted as pelvic pain was considered serious as medically significant and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, although limited information was provided, a causal relationship with the suspect insert cannot be excluded. This case was regarded as non-incident, as although required intervention was selected as event outcome consumer did not specify it. In addition non-serious were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 31-oct-2014. The most recent information was received on 17-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing feeling/cramping pelvic pain that radiates down the leg/pressure cramping pain all the time/horrible pain/severe pain/pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/ did surgery to insert the implants and gave me an ablation at the same time". The patient's medical history included leukemia myeloid, thyroid cancer, anemia, vaginal delivery and chronic myeloid leukaemia. Concurrent conditions included vaginal bleeding, menorrhagia, tooth disorder, fatigue, nausea, bloating, paratubal cyst, squamous cell metaplasia, cervical dysplasia, cervical intraepithelial neoplasia, uterine synechiae and chronic salpingitis. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("patient has a poking feeling; that has gotten worse over the years/uncomfortable feeling of that device"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("a lot of depression due to the severe pain/with the severity of the pain yes I was getting depressed"), impaired work ability ("not being able to do some of the things that I enjoy in life"), rash ("different types of skin rashes/rashes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)/painful periods(cramping)"), fatigue ("fatigue"), alopecia ("hair loss/alopecia"), irritability ("irritation"), lip swelling ("tongue and lips would swell up"), swollen tongue ("tongue and lips would swell up"), stress ("stress of not feeling well"), malaise ("not feeling well"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain"), pain legs ("legs pain"), arthralgia ("hip pain"), procedural pain ("pain from the beginning/pain after the device was implanted"), abdominal distension ("bloating/e-belly/distended belly"), hypoaesthesia ("feeling numb after a while"), skin discolouration ("bald spot in front of my scalp"), dyspareunia ("hurt to have sex, non stop hurting afterwards"), sinusitis ("sinus infection"), food allergy ("food allergy, bread , oatmeal cause throat swelling and lips"), pain in thigh ("shooting pain inside my thigh") and tremor ("tremors"). The patient was treated with surgery (bilateral partial salpingectomy and removal of essure devices). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, medical device discomfort, vaginal haemorrhage, menorrhagia, depression, impaired work ability, rash, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, alopecia, irritability, lip swelling, swollen tongue, stress, abdominal pain lower, uterine pain, pain legs, arthralgia, abdominal distension, hypoaesthesia, skin discolouration, dyspareunia, sinusitis, food allergy, pain in thigh and tremor outcome was unknown. The reporter provided no causality assessment for medical device discomfort and pelvic pain with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, hypoaesthesia, impaired work ability, irritability, lip swelling, malaise, menorrhagia, nausea, pain legs, procedural pain, rash, sinusitis, skin discolouration, stress, swollen tongue, tooth disorder, tremor, uterine pain, vaginal haemorrhage and pain in thigh to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2005: results: total bilateral occlusion; on (B)(6)2015: results: total bilateral occlusion. Diagnostic results: on (B)(6)2015 hysterosalpingogram revealed, the uterine contour and cavity is markedly irregular and ill-defined. Coil position, satisfactory placement- the proximal end of the inner coil is in the tube <30mm from the uterine cornu (type 2). Occlusion: satisfactory occlusion-the tub< is occluded t the cornu (type 1). Total bilateral occlusion, other (please describe) the first one was to check the placement the second time was to check to see how they were placed so I could get them removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: stabbing pain in my side and some weird pain going down my leg, feeling numb after a while, bald spot in front of my scalp, hurt to have sex, nonstop hurting afterwards, sinus infection, food allergy, shooting pain inside my thigh, tremors. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-dec-2019: content from social media received. Events feeling numb after a while, bald spot in front of my scalp, hurt to have sex, nonstop hurting afterwards, sinus infection, food allergy, shooting pain inside my thigh, tremors were added from social media. Event 'bloating' was added from deletion case (B)(4) to current case (B)(4). All reporters, reference numbers and source document were transferred from deletion case (B)(4) to current case (B)(4). Legacy device report number: 2951250-2017-09620 from case (B)(4). Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on(B)(6)2014 . The most recent information was received on (B)(6)2019 . This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing feeling/cramping pelvic pain that radiates down the leg/pressure cramping pain all the time/horrible pain/severe pain/pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/ did surgery to insert the implants and gave me an ablation at the same time". The patient's medical history included leukemia myeloid, thyroid cancer, anemia, vaginal delivery and chronic myeloid leukaemia. Concurrent conditions included vaginal bleeding, menorrhagia, tooth disorder, fatigue, nausea, bloating, paratubal cyst, squamous cell metaplasia, cervical dysplasia, cervical intraepithelial neoplasia, uterine synechiae and chronic salpingitis. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("patient has a poking feeling; that has gotten worse over the years/uncomfirtable feeling of that device"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("a lot of depression due to the severe pain/with the severity of the pain yes I was getting depressed"), impaired work ability ("not being able to do some of the things that I enjoy in life"), rash ("different types of skin rashes/rashes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)/painful periods(cramping)"), fatigue ("fatigue"), alopecia ("hair loss/alopecia"), irritability ("irritation"), lip swelling ("tongue and lips would swell up"), swollen tongue ("tongue and lips would swell up"), stress ("stress of not feeling well"), malaise ("not feeling well"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain"), pain legs ("legs pain"), arthralgia ("hip pain"), procedural pain ("pain from the begining/pain after the device was implanted"), abdominal distension ("bloating/e-belly/distended belly"), hypoaesthesia ("feeling numb after a while"), alopecia areata ("bald spot in front of my scalp"), dyspareunia ("hurt to have sex, non stop hurting afterwords"), sinusitis ("sinus infection"), food allergy ("food allergy, bread , oatmeal cause throat swelling and lips"), pain in thigh ("shooting pain inside my thigh") and tremor ("tremors"). The patient was treated with surgery (bilateral partial salpingectomy and removal of essure devices). Essure (ess205) was removed on 30-sep-2015. At the time of the report, the pelvic pain, medical device discomfort, vaginal haemorrhage, menorrhagia, depression, impaired work ability, rash, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, alopecia, irritability, lip swelling, swollen tongue, stress, abdominal pain lower, uterine pain, pain legs, arthralgia, abdominal distension, hypoaesthesia, alopecia areata, dyspareunia, sinusitis, food allergy, pain in thigh and tremor outcome was unknown. The reporter provided no causality assessment for medical device discomfort and pelvic pain with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, alopecia areata, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, hypoaesthesia, impaired work ability, irritability, lip swelling, malaise, menorrhagia, nausea, pain legs, procedural pain, rash, sinusitis, stress, swollen tongue, tooth disorder, tremor, uterine pain, vaginal haemorrhage and pain in thigh to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2005: results: total bilateral occlusion; on (B)(6)2015: results: total bilateral occlusion. Diagnostic results: on (B)(6)2015 hysterosalpingogram revealed, the uterine contour and cavity is markedly irregular and ill-defined. Coil position, satisfactory placement- the proximal end of the inner coil is in the tube <30mm from the uterine cornu (type 2). Occlusion: satisfactory occlusion-the tub< is occluded t the cornu (type 1). Total bilateral occlusion, other (please describe) the first one was to check the placement the second time was to check to see how they were placed so I could get them removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: stabbing pain in my side and some weird pain going down my leg, feeling numb after a while, bald spot in front of my scalp, hurt to have sex, nonstop hurting afterwards, sinus infection, food allergy, shooting pain inside my thigh, tremors quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query . Event: bald spot in front of my scalp pt: skin discoloration were updated to bald spot . No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038963) on 31-oct-2014. The most recent information was received on 10-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing feeling/cramping pelvic pain that radiates down the leg/pressure cramping pain all the time/horrible pain/severe pain/pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring. Error "ablation/ did surgery to insert the implants and gave me an ablation at the same time". The patient's medical history included leukemia myeloid, thyroid cancer, anemia, vaginal delivery and chronic myeloid leukaemia. Concurrent conditions included vaginal bleeding, menorrhagia, tooth disorder, fatigue, nausea, bloating, paratubal cyst, squamous cell metaplasia, cervical dysplasia, cervical intraepithelial neoplasia, uterine synechiae and chronic salpingitis. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("patient has a poking feeling; that has gotten worse over the years/uncomfortable feeling of that device"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("a lot of depression due to the severe pain/with the severity of the pain yes I was getting depressed"), impaired work ability ("not being able to do some of the things that I enjoy in life"), rash ("different types of skin rashes/rashes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)/painful periods(cramping)"), fatigue ("fatigue"), alopecia ("hair loss/alopecia/going bald, what is happening to my thick hair"), irritability ("irritation"), lip swelling ("tongue and lips would swell up"), swollen tongue ("tongue and lips would swell up"), stress ("stress of not feeling well"), malaise ("not feeling well"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain"), pain legs ("legs pain"), arthralgia ("hip pain"), procedural pain ("pain from the beginning/pain after the device was implanted"), abdominal distension ("bloating/e-belly/distended belly/ I can suck that belly back in/still bloated"), hypoaesthesia ("feeling numb after a while"), alopecia areata ("bald spot in front of my scalp"), dyspareunia ("hurt to have sex, non stop hurting afterwards"), sinusitis ("sinus infection"), food allergy ("food allergy, bread , oatmeal cause throat swelling and lips"), pain in thigh ("shooting pain inside my thigh"), tremor ("tremors"), constipation ("one really bad day with constipation"), swelling ("swollen from the surgery") and back pain ("back pain"). The patient was treated with surgery (bilateral partial salpingectomy and removal of essure devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, medical device discomfort, vaginal haemorrhage, menorrhagia, depression, impaired work ability, rash, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, alopecia, irritability, lip swelling, swollen tongue, stress, abdominal pain lower, uterine pain, pain legs, arthralgia, hypoaesthesia, alopecia areata, dyspareunia, sinusitis, food allergy, pain in thigh, tremor, constipation, swelling and back pain outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for medical device discomfort and pelvic pain with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, alopecia areata, arthralgia, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, hypoaesthesia, impaired work ability, irritability, lip swelling, malaise, menorrhagia, nausea, pain legs, procedural pain, rash, sinusitis, stress, swelling, swollen tongue, tooth disorder, tremor, uterine pain, vaginal haemorrhage and pain in thigh to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion; on (B)(6) 2015: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2015 hysterosalpingogram revealed, the uterine contour and cavity is markedly irregular and ill-defined. Coil position, satisfactory placement- the proximal end of the inner coil is in the tube <30mm from the uterine cornu (type 2). Occlusion: satisfactory occlusion-the tub< is occluded t the cornu (type 1). Total bilateral occlusion, other (please describe) the first one was to check the placement the second time was to check to see how they were placed so I could get them removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: stabbing pain in my side and some weird pain going down my leg, feeling numb after a while, bald spot in front of my scalp, hurt to have sex, nonstop hurting afterwards, sinus infection, food allergy, shooting pain inside my thigh, tremors concerning the injuries reported in this case, the following one/ones were reported via social media: swelling, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jan-2020: content from social media received. New events constipation,back pain and swelling from surgery were added, outcome of abdominal distention was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038963) on 31-oct-2014. The most recent information was received on 01-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing feeling/cramping pelvic pain that radiates down the leg/pressure cramping pain all the time/horrible pain/severe pain/pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/ did surgery to insert the implants and gave me an ablation at the same time". The patient's medical history included leukemia myeloid, thyroid cancer, anemia, vaginal delivery and chronic myeloid leukaemia. Concurrent conditions included vaginal bleeding, menorrhagia, tooth disorder, fatigue, nausea, bloating, paratubal cyst, squamous cell metaplasia, cervical dysplasia, cervical intraepithelial neoplasia, uterine synechiae and chronic salpingitis. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("patient has a poking feeling; that has gotten worse over the years/uncomfirtable feeling of that device"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("a lot of depression due to the severe pain/with the severity of the pain yes I was getting depressed"), impaired work ability ("not being able to do some of the things that I enjoy in life"), rash ("different types of skin rashes/rashes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)/painful periods(cramping)"), fatigue ("fatigue"), alopecia ("hair loss/alopecia/going bald, what is happening to my thick hair"), irritability ("irritation"), lip swelling ("tongue and lips would swell up"), swollen tongue ("tongue and lips would swell up"), stress ("stress of not feeling well"), malaise ("not feeling well"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain"), pain legs ("legs pain"), arthralgia ("hip pain"), procedural pain ("pain from the begining/pain after the device was implanted"), abdominal distension ("bloating/e-belly/distended belly/ I can suck that belly back in/still bloated"), hypoaesthesia ("feeling numb after a while"), alopecia areata ("bald spot in front of my scalp"), dyspareunia ("hurt to have sex, non stop hurting afterwords"), sinusitis ("sinus infection"), food allergy ("food allergy, bread , oatmeal cause throat swelling and lips"), pain in thigh ("shooting pain inside my thigh"), tremor ("tremors"), constipation ("one really bad day with constipation"), post procedural swelling ("swollen from the surgery"), back pain ("back pain") and headache ("headache") and was found to have leukaemia ("leukaemia "). The patient was treated with surgery (bilateral partial salpingectomy and removal of essure devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, medical device discomfort, vaginal haemorrhage, menorrhagia, depression, impaired work ability, rash, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, alopecia, irritability, lip swelling, swollen tongue, stress, abdominal pain lower, uterine pain, pain legs, arthralgia, hypoaesthesia, alopecia areata, dyspareunia, sinusitis, food allergy, pain in thigh, tremor, constipation, post procedural swelling, back pain, leukaemia and headache outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for medical device discomfort and pelvic pain with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, alopecia areata, arthralgia, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hypoaesthesia, impaired work ability, irritability, leukaemia, lip swelling, malaise, menorrhagia, nausea, pain legs, post procedural swelling, procedural pain, rash, sinusitis, stress, swollen tongue, tooth disorder, tremor, uterine pain, vaginal haemorrhage and pain in thigh to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2005: results: total bilateral occlusion; on (B)(6) 2015: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2015 hysterosalpingogram revealed, the uterine contour and cavity is markedly irregular and ill-defined. Coil position, satisfactory placement- the proximal end of the inner coil is in the tube <30mm from the uterine cornu (type 2). Occlusion: satisfactory occlusion-the tub< is occluded t the cornu (type 1). Total bilateral occlusion, other (please describe) the first one was to check the placement the second time was to check to see how they were placed so I could get them removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: stabbing pain in my side and some weird pain going down my leg, feeling numb after a while, bald spot in front of my scalp, hurt to have sex, nonstop hurting afterwards, sinus infection, food allergy, shooting pain inside my thigh, tremors concerning the injuries reported in this case, the following one/ones were reported via social media: swelling, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-apr-2020: social media report received. Added event leukaemia, headache. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.